Event description:
"It looks like he stopped taking his meds on (B)(6) and they found him on (B)(6)". Sister wants to know what was last transmitted from the implant to get more clues around when he died. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).